Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20065593. D4: medical device expiration date: 2025-06-04. H4: device manufacture date: 2020-06-04. H6: investigation summary. 2 photos were returned by the customer. It was reported that blood is backing up into the tubing. After examination of the photos, it was determined that blood can be seen backing up through the tubing into the IV bag. The complaint can be verified. A device history record review for model mx9128 lot number 20065593 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. H3 other text : see h.10.

Event description:
It was reported that 112 in 15 drop IV administration set had blood backflow. The following information was provided by the initial reporter: material no: mx9128, batch no: 20065593. It was reported that blood is backing up into the tubing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 112 in 15 drop IV administration set had blood backflow. The following information was provided by the initial reporter: material no: mx9128 . Batch no: unknown. It was reported that blood is backing up into the tubing.